Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. The report was mailed to FDA on: 07/16/2009.

Event description:
A surgeon reported a patient with impaired vision due to damage to the intraocular lens (iol) optic which was noted on examination following iol implant surgery. Additional information has been requested.